Event description:
Caller reported that the pump was experiencing an ongoing issue where the quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the screen. This issue led to instances where the customer's blood glucose levels were affected, displaying as both "low" and "high" without specific values. To address the low levels, carbohydrates were consumed, while a correction bolus was administered for high levels. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.